Event description:
It was reported that balloon rupture occurred. The greater than 90% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 2 minutes, the balloon ruptured. The device was completely removed and there were no fragments left inside patient's body. The procedure was completed via alternative method. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a circumferential tear 11.2cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The greater than 90% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 2 minutes, the balloon ruptured. The device was completely removed and there were no fragments left inside patient's body. The procedure was completed via alternative method. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The greater than 90% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 2 minutes, the balloon ruptured. The device was completely removed and there were no fragments left inside patient's body. The procedure was completed via alternative method. There were no patient complications reported.